Event description:
It was reported that the burr stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and 70% calcified tibial area. A 1.25mm peripheral rotalink plus and rotawire were selected for use. During the procedure, the device made an abnormal sound and it stopped. The burr was stuck and could not come out as a whole system with wire. The devices were pulled out using a non-bsc support catheter. It was reported the wire may have detached and the burr was stuck. The devices were removed completely from the patient and the procedure was completed using angioplasty. No complications were reported, and patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 144cm from the distal end of the rotawire. There were no detachments noted during inspection of the device. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported stuck rotawire, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. The reported detachment was not able to be confirmed, as there were no detachments noted during inspection of the device.

Event description:
It was reported that the burr stuck with the wire. The 50% stenosed target lesion was located in the moderately tortuous and 70% calcified tibial area. A 1.25mm peripheral rotalink plus and rotawire were selected for use. During the procedure, the device made an abnormal sound and it stopped. The burr was stuck and could not come out as a whole system with wire. The devices were pulled out using a non-bsc support catheter. It was reported the wire may have detached and the burr was stuck. The devices were removed completely from the patient and the procedure was completed using angioplasty. No complications were reported, and patient was fine post procedure.